Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. The first sample also had a discrepant troponin t value when tested on a cobas 8000 e 801 module. This medwatch will apply to the e 601 module. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the e 801 analyzer. The first patient sample initially resulted with a troponin t value of 516.7 ng/l when tested on the e 601 analyzer. This value was reported outside of the laboratory and questioned by the doctor. The sample was repeated on the e 601 analyzer, resulting with a value of 96.97 ng/l. The sample was also repeated on the e 801 analyzer, resulting with a value of 103 ng/l. A second sample was collected from the patient and tested on the e 601 analyzer, resulting with a value of 7.96 ng/l. On 10-sep-2019, both samples were repeated on the e 601 analyzer. The first sample repeated with a value of 67.64 ng/l and the second sample repeated with a value of 5.77 ng/l. The troponin t reagent lot number was 34585201, with an expiration date of 31-dec-2019.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.